Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during routine maintenance, the technician was unable to start the device.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of the mpu (mobile power unit) not working was confirmed during analysis. The evaluation of the returned mpu, serial number (B)(6), revealed electrically compromised/damaged power supply pcb (printed circuit board) components. As a result the unit was not able to supply power. The power supply pcb was replaced and the issue was resolved. The mpu was functionally tested and passed all test steps. A specific root cause for the damaged power supply pcb components was not conclusively determined. Abbott initiated a corrective and preventive action to improve training for avoidance of activities that can generate excessive esd (electrostatic discharge) levels. The repaired (B)(6) was returned to customer. The company will continue to monitor for similar incidents. No further information was provided. The manufacturer is closing the file on this event.